Event description:
After giving an im injection, employee attempted to slide safety cap over the syringe when it became stuck and would not advance without exerting a large amount of pressure. Her hand slipped off the barrel of the syringe and her finger was punctured by the needle. Employee followed-up with occupation health services.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.